Manufacturer narrative:
H3 - device evaluation: the lens was returned in a micro-centrifuge vial with liquid. Visual inspection found no visible damage to lens. Claim# (B)(4).

Manufacturer narrative:
H6 - patient code (B)(6) corrected to patient code (B)(6) in initial MDR h6 - device code (B)(4) corrected to device code (B)(4) in initial MDR claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm512.6, -03.50 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. "Patient was not satisfied with visual acuity, requested more than 20/16.7." Lens was removed and exchanged for a -04.00 diopter lens on 01/oct/2019. This resolved the problem. Cause of the event is reported as unknown.